Event description:
It was reported that deflation issue occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. During procedure, the balloon was slow to deflate. The device was removed in a fully deflated state, and the procedure was completed with a different device. There were no patient complications reported.